Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock that did not convert the arrhythmia. The arrhythmia self-terminated shortly after the shock was delivered. It was noted that during the defibrillation threshold (dft) testing at implant, a 65 joule shock successfully converted the induced rhythm. Technical services reviewed the available data and current x-rays. It was noted the electrode position was less optimal as the lead tip was pointing towards the left pectoral muscle. When the current x-rays were compared to the x-rays taken at implant, it was found the electrode position had not changed since implant, but the device had migrated, dropping significantly. It was suspected the reduction in the height of the device could explain why the shock efficacy was negatively affected compared to induction testing. At this time, no changes have been made to the system position. No adverse patient effects were reported.